Event description:
A malfunction alarm with code 9 was reported, but cts assisted the customer in resetting the pump, after which the code did not recur. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the blood glucose levels. The customer was informed to continue using the pump and to contact technical support if the malfunction code recurred, which the customer understood and acknowledged.